Manufacturer narrative:
Insulin pump received with blank display, due to moisture damage on electronic assembly. Unable to verify alarm due to blank display. Insulin pump had minor scratches on display window, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the customer received seven spanish software anomaly alarms and a blank display. The customer was not using his insulin pump because of the blank display. His blood glucose level was 180 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).